Manufacturer narrative:
Pump passed displacement test. The pump was received with cracked end cap, dog chew marks on keypad overlay at end cap area, minor scratched lcd window and broken display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a crack on the bottom corner of the pump and a scratch on the screen. The customer stated that the pump fell while cycling and it hit the side of the bike. The customer's blood glucose level was 17.4 mmol/l at the time of the incident. The product was returned for analysis.